Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor reported an issue with the vitrectomy cutter being inconsistent. The pedal was depressed, the cutter stopped cutting and then started again when depressed again during the procedure.